Manufacturer narrative:
(B)(4). The sample was not returned. This report is for a system error 2240 during dwell one of four, where the home patient stated they found the clamp on an unused line was open. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. The guide also warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) machine during dwell one of four. During troubleshooting, it was found that a clamp was left open on an unused line. The technical service representative (tsr) assisted the care giver in clearing the alarm and advised to start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.